Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that healthcare professional advised that basal be increased and customer requested assistance programming basal. It was reported that customer's blood glucose was 543 mg/dl. Customer declined troubleshooting for high blood glucose stating that medication was making blood glucose rise.